Manufacturer narrative:
Additional information was received confirming that the nose cone contributed to valve dislodgement due to under expansion of valve inflow. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta. Per the implanting physicians, the patient's tortuous anatomy, delivery catheter system (dcs), paddle attachments, and/or nosecone interacting with the valve frame contributed to the dislodgement. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
H6 - additional device code c96715 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned to medtronic for analysis. The valve remains in the patient. Review summary of the returned cine clips showed a valve load check and confirmed a good load. The cines showed the valve deployed to 80% and the valve was in a good position. The cines showed the valve deployed 100% and the valve was positioned above the annulus. The cines showed the second valve load check and confirmed a good load. The cines showed the second valve deployed to 100% and the first valve positioned in the ascending aorta. There are two valve load checks for this event confirming adequate loads. The imaging provided confirms the first valve system was above the annulus and was apparently relocated before the second system was implanted (not seen). The second valve system was deployed to 100% in a good location. There is no imaging confirming the first valve dislodging as stated in this event report. There is no information in the images that show the valve was under-expanded. Unfortunately, a root cause for the reported incomplete expansion cannot be determined, and we are unable to determine if there were any patient anatomy issues that may have prevented the valve from fully expanding once deployed. Dislodgement of the valve by the distal tip is related to operator technique or experience; the enveo pro plus instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. With the procedural images confirming a good load but no images provided which illustrates the dislodgement, a root cause of the reported dislodgement could not be conclusively determined with the limited information available. Review of the device history record (DHR) and frame record for valve found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. A DHR review was performed on the dcs and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. This event does not indicate device misuse or malfunction. E. Initial reported - updated phone number h6-updated eval method, eval result, eval conclusion and health impact codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.